Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider for a clinical study reported, via a manufacturing representative, reported there was a loss of efficacy on (B)(6) 2015. It was unknown what factor may have led or contributed to the issue. No diagnostics or troubleshooting was performed. Reprogramming was performed, but the issue was not resolved. The lead was not related to the event; the event was assessed by the investigator as not serious, not related to the stimulator, and not related to the procedure but safety thought it can be related to the neurostimulator. There was no surgical intervention that occurred nor planned. The patient's relevant medical history includes fecal incontinence since 2012 due to post-surgical trauma. The event was not resolved at study patient exit.

Event description:
Additional information received reported the patient had return of symptoms due to loss of efficacy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.